Manufacturer narrative:
The conversation ended before the product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
While customer was in the hospital she ran a blood glucose test on her meter and the reading was 83mg/dl. The reading from the hospital meter was 50mg/dl. She was symptomatic for hypoglycemia, but ate lunch and felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer ended the conversation before further information could be obtained. Product was not expected to be returned, and was not replaced.